Event description:
It was reported via china medical device ae reporting system that the patient presented for an implant procedure. During the procedure, bleeding occurred after placement of the introducer shealth. The bleeding improved after compression with gauze. The patient was stable.